Event description:
Reporter indicated that a patient had their generator replaced due to battery end of service. Pulse generator was subsequently returned to manufacturer for product analysis. During analysis, the reported end of service was confirmed based on battery voltage. Additionally, transistor q9 was found to exhibit an out-of-limit leakage current at test chamber temperature. This leakage increased the module's standby current consumption by approximately 0.4ua over the high limit. Analysis determined that the leakage current could potentially be a contributing factor to the eol.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.